Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia, asystole, arrhythmia and ventricular fibrillation (vf). The implantable pulse generator (ipg) exhibited a pacing problem during the implant procedure. The device was explanted and replaced . No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.